Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that the patient with this implantable pacemaker heard noises from the device and states that the wires got crimped after a car accident. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported. Additional information indicates that the patient with this implantable pacemaker had a remote check appeared values within normal range and function. No changes or interventions made or needed at this time. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker heard noises from the device and states that the wires got crimped after a car accident. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.